Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hypoglycemic event associated with inaccurate delivery from the pump. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was 28-45 mg/dl and was disoriented when bg was below 30 mg/dl. Reportedly, the patient self treated with dietary measures, there had been no pump setting adjustments before or after the alleged event and the patient remained on the pump. Troubleshooting determined that all basal and bolus totals matched the programmed settings. This complaint is being reported for alleged hypoglycemia associated with pump use for which a pump malfunction could not be ruled out.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/23/2015 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2014. No alarms related to the complaint were noted in the alarm history; only typical usage was observed. The basal and bolus totals added up appropriately and matched the total daily doses which showed that the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Product analysis was unable to duplicate the initial complaint. The battery cap and cartridge cap were not returned; test caps were used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.